Event description:
It was reported that pacemaker-mediated tachycardia was observed on asymptomatic patient¿s device. Programming changes were made. The patient was reported to be asymptomatic throughout. Patient will be followed normally.